Event description:
The patient reported that they had a v-go 20 device fall off in the shower. The patient reported that they cleaned the application area on their abdomen prior to applying the v-go. The patient reported problems with the device staying attached to their abdomen. The device is not available for return to the manufacturer for evaluation.